Event description:
Customer reported experiencing a high blood glucose event with a level of 508 mg/dl. Cause was not known. Customer changed the infusion set and cartridge to resolve the issue and was advised by customer technical support to consult with a healthcare provider to discuss potential factors affecting blood glucose levels.